Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was planned to be performed using the blueprint planning feature, however, the reason for the revision is unknown.